Event description:
Philips received a complaint by the customer on the v60, indicating that after a field change implementation, it was observed that the devices display was now dim. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.